Event description:
The complaint/event involved a 15 cm (6") appx 0.87ml ext set w/microclave¿ clear, clamp, rotating luer. The flexible part of the liquid mandrel reportedly broke during an injected CT scan (computed tomography). The examination was performed with low pressure, 3 ml/s, according to the radiographer. The incident occurred twice in the morning, which raises questions about a potential problem with the liquid mandrel manufacturing potential lot numbers, 13939751 and 14002009 . The liquid mandrel is installed by the emergency department for the examination carried out at the sidu. Given that the incident occurred at distance from the installation of the device, it is not possible to be sure of the lot in question (packaging not preserved). The breakage was noticed after a few hours. No visible default on the device before use noticed by the nurse. No cut, no tear and no hole on the device. Although a patient was involved, there was no adverse event/human harm or clinical consequence.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. The customer identified a possible lot numbers (plots) of : 13939751 (expiry date 03/01/2029, MFR date 04/01/2024) and 14002009 (expiry date 05/01/2029, MFR date 06/01/2024).